Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent noise, oversensing and pacing inhibition of less than two seconds. The noise was not reproducible and there were no out of range impedance measurements. The patient was pre-syncopal, but did not pass out. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa). Noise was able to be reproduced with the psa. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.